Event description:
Four falsely elevated ecrea results were obtained on patients' samples. The results were reported to the physician. The samples were repeated and lower results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated ecrea results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated ecrea is unknown..